Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated date of explant: (B)(6) 2019. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a removal of hardware due to nonunion. One (1) left anterolateral distal tibia plate, nine (9) variable angle locking screws, and four (4) low profile cortex screws. Three (3) out of nine (9) locking screws and all four (4) cortex screws removed were already broken. Original date of surgery was on (B)(6) 2018. The case went well and ended up revising, replating to a (4) 10 hole and a variable angle anterolateral plate and put another (4) unknown cortical screws and six (6) variable angle locking screws. There was a surgical delay of unknown number of minutes. Procedure was successfully completed. There was no patient impact. Concomitant device reported: variable angle locking compression plate anterolateral distal plate/ 8 holes left (part # 02.118.207, lot # h368960, quantity # 1), unknown locking screw (part # unknown, lot # unknown, quantity # 6). This report is for one (1) screws: locking. This is report 1 of 2 for (B)(4).